Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
An operative report from (B)(4) 2014, reported that the patient benefited from the intrathecal prialt initially around 2011, and then had mechanical issues related to her implant and subsequently underwent a number of revisions. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.